Manufacturer narrative:
Follow-up #1: date of submission: 09/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The keypad was intact with fully responsive keypad buttons. Upon removal of the keypad cover, no contamination was found under the key contacts. Also, no button contact defects were observed. Unrelated to the original complaint, upon removal of the pump cover, evidence of internal moisture was observed near the keypad flex connector. In addition, the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (b)6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok, up and down buttons were over-responsive to user presses. This complaint is being reported because the alleged issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.